Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens before discovering the lens was torn. The incision was enlarged to remove the lens and four sutures were required to close it.

Manufacturer narrative:
.